Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functionaltherapy electrodes) has been confirmed. As received, the belt intermittently failed the te recognition test. Upon evaluation, there was a short inside the dn. The cause of the test failure is the dn short. The cause of the dn short is an exposed pulse wire in the distribution node (dn) to rear therapy electrode (te) cable. The root cause of the exposed wire is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the therapy electrodes were non-functional.